Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found water build up in the exhalation flow sensor (evq) as a result of the humidifier. The se was not able to duplicate the alleged event. The se replaced the evq and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator stopped cycling. Information regarding the intervention taken on the behalf of the patient has been requested. There was no report of patient harm as a result of the reported event.